Event description:
A cardiac defibrillator (aicd) was implanted in 2000. Eleven days later the arterial lead had to be replaced because it became dislodged.

Event description:
Ad'l info from MFR rec'd 6/18/01: guidant clinical data form states that the tined lead was extracted eleven days after implant because it appeared to have shifted to the lateral wall, and was causing right phrenic nerve stimulation at maximum output. The lead had been positioned in the right atrium, info regarding the pt's replacement lead was not available. The lead was replaced, but was not returned for analysis. No further info has been received.